Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Additional information regarding patient testing: · samples collected and first result was positive · customer sent samples to be tested with liat system and obtained negative results. · ed's are using swabs included in kits for testing. Dry swabs not vtm/utm is being used. · direct testing off dry swabs · specimens were tested immediately following collection by the nurse. At least that is what we are being told. Without direct observation I am not able to confirm this is the actual practice. · the customer was unable to provide exact test times as it is possible this is a mix of symptomatic and asymptomatic.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay. Confirmation testing was performed with liat results are not yet available. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.